Manufacturer narrative:
No code available-free air in abdominal cavity. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 11-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
An FDA a medwatch report was received, FDA report number FDA 3500 form 6345046 stating. Event description: a nasogastric jejunal tube (ngj) was inserted in the patient in interventional radiology. The patient was admitted to this facility approximately 10-days after ngj insertion with feeding intolerance and free abdominal air noted on the x-ray. The patient subsequently underwent abdominal exploratory laparotomy and primary repair of the jejunal perforation located at the tip of the nasogastric jejunal tube. No additional information was provided.